Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. (B)(6).

Event description:
It was reported that one value keeps going up, there is no upper limit. The device was in use at the time of the event, and there was no adverse event reported.

Manufacturer narrative:
A distributor spoke with the customer and confirmed the reported issue. It was determined that the probe was broken and need to be replaced. Since the device was out of warranty, the customer refused further service. Based on the information available and the testing conducted, the cause of the reported problem was the transducer. The reported problem was confirmed. The distributor provided their analysis findings; however, we are unable to confirm the final disposition of the device, because the customer refused service. During the investigation, it was found that the allegation was reported against the incorrect device. The avalon fm20 fetal monitor (pn m2702a) device is not involved in this report.